Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the implantable cardiac monitor (icm) had noise, which was caused by patient tremors. Multiple sites were attempted to quiet the noise - but it persisted - and the physician elected to leave the device implanted in hopes the tremors would subside. The device remains in use. No patient complications have been reported as a result of this event.